Event description:
Customer reported a missed antibody on the galileo on the capture-r ready screen (crrs) 2_cell screen assay. The patient had a history of kell antibody and the 2_cell screen was negative. The patient was transfused with 2 k-negative units. The sample was retested after the patient had a mild transfusion reaction of possible fluid overload, and the sample tested 1+ positive.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs(I and ii), lot x276, using anti-k, lot s5133-2 diluted 1:100. Reactiivty of the k antigen was also confirmed in retention crrid, lot id111, used by the customer at the time of the event.the customer did not return sample for investigation testing.